Event description:
It was reported that the "flow rate of the saline was high and that the saline was injected to the patient in a short time during use." Most of the saline in the 500ml saline bag was infused, but the reporter could not confirm the timeframe. Another kit was used without a problem. There were no patient complications reported.

Manufacturer narrative:
Root cause analysis has been requested of the supplier and corrective actions will be applied at the end of the investigation.

Manufacturer narrative:
We received one double flothru dpt kit with bifurcated IV set, pressure tubing, and two merit flush devices, which were bonded to female luers of the dpts. No leakage was identified in the kit during leak testing. The flow rate of one of the merit flush devices met the specification, per the IFU (2 to 4ml/hr). However, the flow rate of the other merit flush device did not meet IFU specification; flow measured an average of 7.8ml/min (approximately 460ml/hr). It appeared that the flush device housing was not assembled straight and this affected the flow rate. The complaint was related to a manufacturing non-conformance of the merit supplied device. The root cause of the complaint remains under investigation. A supplemental report will be forthcoming with the investigation results. A review of the manufacturing records indicated that the product met specifications upon release.